Manufacturer narrative:
The device involved in this event is not distributed in the USA, therefore 510k is not applicable. (B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the emea region involving pentax medical video colonoscope model ec38-i10cf, serial number (B)(4). The information provided stated that steel elements sticks through the ift[insertion flexible tube] which was detected in the workshop during inspection. There was no report of death or serious injury associated with the event. The intent of the insertion tube is the housing that encases the air/water channel, biopsy channel, water jet channel, angulation mechanism, light carrying bundle and imaging wire. The exterior of the insertion tube travels through the anatomy and has direct patient contact. The endoscope insertion flexible tubing must be replaced as part of the service request.